Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold and opening on posterior. Leak test and microscopic analysis was performed which identified: sharp opening, puncture opening, and green particles in the shell. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a sharp opening on posterior and anterior assessed as an unidentified (tear) opening. A striated punctured assessed as surgical damage like consistent in the use of some surgical tool.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.